Event description:
It was initially reported on 02/09/2024 that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Additional information was provided on 02/26/2024. Prior to sensor insertion the area was cleansed with soap and water. On 04/05/2024, the patient developed redness, inflammation, and drainage under the sensor patch. The patient had burning sensation in the area. On 01/12/2024, the patient consulted a health care provider who prescribed an oral antibiotic medication prophylaxis (keflex 500 mg tablets, four times per day for an unspecified number of days) to help prevent an infection. At the time of the follow up report the patient was doing well. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Health effect - impact code - f2304 prophylactic treatment.